Manufacturer narrative:
On (B)(6) 2016, an field service engineer (fse) visited the customer site. He cleaned the pick up assembly claws and afterwards, the cups were being picked up and released properly. He also replaced the diluent pump and the check valve. Replaced the sampler flat cable. He then adjusted the specimen "z" axis home alignment, and adjusted the flag up so the pipette tip would go slightly lower in the dilution well and verified that there was no blockage present. The fse performed quality control (qc) runs, with values within in range with no errors. The instrument was performing as expected therefore, no further action required by field service. The probable cause of the event was the diluent pump failure. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported on their aia-600, that diluent was not flowing, intermittently for several weeks, and now obtaining cup release errors. The customer was unable to run ck-mb, fsh, bhcg and ctnl2 (troponin) patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of ck-mb, fsh, bhcg and ctnl2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.